Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the lot was reviewed and it was released for distribution having met all product design, quality and product criteria. No defects were found during incoming inspection of this lot. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a patient in the intensive care unit (ICU) was receiving continuous venous-venous hemofiltration (cvvh) and was unable to meet the total body balance (tbb) goal. The cartridge had been changed at approximately 1500 on (B)(6) 2015. On (B)(6) 2015 the nurse noted a leak from an unspecified area on the cartridge. An unspecified amount of blood was returned to the patient. The patient was transfused with 1 unit of packed red blood cells (prbc's).